Event description:
The pt reportedly experienced a loss of lock. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was not functional. Surgery to explant the pt's c1 device has been scheduled.